Manufacturer narrative:
Initial and final MDR (B)(4). Patient city: (B)(4). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in egypt it was reported that the patient faced event of insulin flow blocked with three infusion sets and was alerted by insulin flow blocked alarm. This led to high blood glucose and the patient was hospitalized in the intensive care unit for two days. Patient's blood glucose at time of hospitalization event was above 400 mg/dl. Patinet was treated with insulin pen. Patient also tested positive for ketones. Reason of hospitalization was documented to be high blood glucose and dka symptoms. It was found that the some of the sites of insertion were sore and painful. No further information available.